Event description:
It was reported that noise episodes were observed. Review of the episodes showed non-sustained ventricular oversensing. Myopotential was suspected. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).